Manufacturer narrative:
Method code: MFR reviewed log files and system performance files in engineering lab with comparable version of software and user interaction/tasks. Conclusion code: the FDA (B)(4) district office has been notified of this issue under 21 cfr 806 on september 8, 2004. MFR is in the process of sending letters to all affected consignees and distributors to notify them of this potential issue and provide interim options until the correction can be made to all devices. Once the correction is available, a f/u letter will be sent to affected domestic consignees providing detailed instructions on how to receive the correction.

Event description:
Customer reported intermittent shutdown of cic. No pt injury reported.